Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. Patient isometrics and pocket manipulations were performed which did not reproduce any variable impedance measurements. There was no noise noted and other lead measurements were noted to be normal. No adverse patient effects were reported. The device remains in service.